Event description:
The reporter stated that she obtained a blood glucose result of 468 mg/dl. She retested twice, using the same fingerstick, and obtained results of 280 and 135 mg/dl. A control test result was in range 120 (83-125). She said she does not check the confirmation dot with the color chart. While on the phone with the lifescan representative she did a blood sugar test with a result of 72. The reporter stated that she adjusts her insulin to her meter readings, and that she has not experienced insulin reaction. She said she was not experiencing any symptoms, and that most of the time she could not tell if she felt high or low due to a loss of sensitivity. No allegation of harm.